Event description:
Dr reported that an abutment broke in function. Pt is reported fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was not provided by the dr's office.